Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) results for one (1) patient involving the unicel dxi 800 access immunoassay system serial number (B)(4). The patient sample (designated as sample 1) was repeated on the same unicel dxi 800 access immunoassay system and both higher and lower results above the assay's normal reference range were obtained. Sample 1 was also analyzed on an alternate unicel dxi 800 access immunoassay system serial number (B)(4), and results both above and within the assay's normal reference range were obtained. A previous sample from the patient (designated as sample 2) was also repeated on the original unicel dxi 800 access immunoassay system and non-reproducible results above the assay's normal reference range were obtained. The results were not reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Quality control (qc), calibration, and system check were all performing within the assay and instrument specifications at the time of the event. The patient's sample was collected in a lithium heparin plasma tube and was centrifuged for six (6) minutes at 3,000 rpm (revolutions per minute) at room temperature on the laboratory automation system (las). No sample integrity issues were noted by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer's performance. The fse performed a preventative maintenance (pm) procedure on the analyzer and did not identify any contributing hardware issues. System parameters such as quality control (qc), calibration and system check were performing within assay and instrument specifications at the time of the event. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information.